Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that a m31 air detected in cassette warning occurred dwell 4 of 4. The patient was connected during incident and fluid was seen on the floor. The fluid leaked onto the carpet. All cones were broken, and the patient line (pl) did prime all the way to the end. The heater bag (hb) was empty, and the unused lines were clamped. The fluid was discovered during dwell 4 of 4 and the patient was connected during incident. It was unknown where the fluid came from. There were alarms/warnings prior to the leak; m31 occurred prior to the fluid leak. The fluid was not discovered in the pump module area nor discovered on the external side of the cassette. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: d9, h2, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius technical service department (ts) on (B)(6) 2025 that a m31 air detected in cassette warning occurred dwell 4 of 4. The patient was connected during incident and fluid was seen on the floor. The fluid leaked onto the carpet. All cones were broken, and the patient line (pl) did prime all the way to the end. The heater bag (hb) was empty, and the unused lines were clamped. The fluid was discovered during dwell 4 of 4 and the patient was connected during incident. It was unknown where the fluid came from. There were alarms/warnings prior to the leak; m31 occurred prior to the fluid leak. The fluid was not discovered in the pump module area nor discovered on the external side of the cassette. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.